Event description:
It was reported that this pacemaker device exhibited minute ventilation (mv) oversensing and high out of range pacing impedance measurements, measuring at 3000 ohms on the right atrial (ra) channel. A signal artifact monitor (sam) event was recorded, and a lead safety switch (lss) was triggered. Ts recommended troubleshooting options. This device remains in service. No adverse patient effects were reported.